Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with dizziness. Device interrogation revealed noise on the right ventricular (rv) lead due to rv lead dislodgement and damage. No changes or intervention was performed. The patient is recovering.

Event description:
New information received notes that on (B)(6) 2021 the right ventricular lead was explanted and replaced. There were no adverse patient consequences.